Event description:
Respiratory therapist brought a ventilator into the MRI scan room to set it up for patient and set it behind red line on floor. Brakes were not set. Ventilator proceeded towards scanner and attached to the side of the machine. No one was injured. Mr manufacturing company was called and successfully dismantled ventilator to extract from magnet.======================manufacturer response for ventilator, servo-I======================manufacturer came on site and reassembled it. Also did additional training with personnel. Have not yet received formal response from manufacturer's evaluation.